Manufacturer narrative:
On (B)(6) 2016 12:29 pm (gmt-4:00) added by(B)(6) ((B)(4)): the inspiratory pressure transducer board was returned for investigation. Visual inspection concluded that contamination/oxidation was caused by a liquid spill on the pc-board. Microscopic inspection also confirms contamination/oxidation on several places on the pc-boards, with the consequence of potential short circuit. The device logs confirmed that there was an offset problem with the pressure transducer, indicating a problem with the inspiratory pressure transducer printed-circuit(pc) board. The readout of the memory also confirmed a problem with offset. The problem was due to the spillage. When the board was mounted into a reference ventilator, the board was working as specified. Our conclusion into this matter is that the cause was that a spillage of liquid had occurred on the circuit boards, which led to a temporary short circuit and generated the pressure measuring errors. Unexpected spillage/liquid (user error)on the inspiratory pressure transducer pc board may result in a short-circuit and cause high pressure. The device was manufactured in 2011 and has an ingress protection degree due to applicable requirements at that time. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015.

Event description:
On (B)(6) 2016 12:15 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4).

Manufacturer narrative:
On (B)(6) 2015 11:05 am (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during pre-use checks. There was no patient involvement. (B)(4).